Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer took the battery out, reinserted the battery and received a battery out limit alarm as well as a weak battery alarm. The customer's blood glucose was 49 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer stated that she placed in her insulin pump in her bra. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. All operating currents are within specification. No battery out limit or weak battery alarms noted. Insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker.